Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he changed the reservoir and had performed rewind and prime and an air bubble was found in the reservoir. Customer states the insulin pump was not rewound with a reservoir in place. Customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. Customer stated that he pressed the act button to fill cannula and nothing happens and no open or closed circle shown on the display. The fill cannula setting was changed to 5.0 units and customer was able to prime. Customer stated that insulin was stored at room temperature and there are no insulin leaks. Customer stated that the bubble was still in the reservoir. Customer was advised to change the infusion set and tap the reservoir to gather small bubbles into a large one; air bubbles did not persist after the infusion set change. Nothing further reported.